Event description:
Pt was being taken out of century tub via lift chair when the belt broke free and they fell to the floor. The pt was examined and received x-rays which revealed bilateral femur fractures. The pt was transferred to the community hospital per their wishes for further interventions. Further review has been initiated.